Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The customer reported that the PICC dressing, on the patient, was bloody. It was noted that the white lumen and pigtail of the PICC were missing. It's reported that the device did not appear to be cut , and the patient did not know what happened. The PICC was removed.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the PICC dressing, on the patient, was bloody. It was noted that the white lumen and pigtail of the PICC were missing. It's reported that the device did not appear to be cut, and the patient did not know what happened. The PICC was removed.